Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (2000 mcg/ml at 100 mcg/day) via an implantable pump for intractable spasticity and stroke. It was reported that the patient had their pump replacement today for their elective replacement indicator and they were having some return of baseline spasticity. There were no external factors that contributed to the issue. The healthcare provider (hcp) was unable to aspirate the catheter access port in the office and they didn't get good cerebrospinal fluid flow from the existing catheter during the surgery. The hcp made the decision to explant and replace it with a new 8780 catheter. The issue was resolved at the time of the report. The explanted catheter was discarded. The patient's weight and medical history were asked but unknown. The patient's status at the time of the report was alive - no injury.